Event description:
It was reported that the patient was experiencing discomfort around the implant site and down the legs. It was also noted that the patient had to charge the ipg more often. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg will not be returned as it was discarded by the medical facility.